Event description:
The biomedical engineer reported to olympus on behalf of the customer that the evis exera iii colonovideoscope that chemical colitis was reported post-procedure. Follow- up attempts were made to determine the details and the patient's current condition and outcome but the requested information is not available at the time of the report.